Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, when the scrub nurse wiped the tip of the device to clean it, the plastic pad fell off. Another like device was used. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.